Manufacturer narrative:
Section d6a: correction. The date of implant reported in previous is not applicable for heartmate mobile power unit. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log files. A review of the submitted controller event log file spanned approximately 73 days (23jan23 ¿ 06apr23 per time stamp). On 27jan23 at 18:02:54 and 18:11:28, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~1-1.8v. On 27jan23 at 15:30:28, the low voltage alarm activated while connected to the mpu due to the same reason. The no external power alarm did not activate in this instance due to the lead voltages diminishing to only ~3v. This was consistent with a loss of ac power. The alarms cleared on their own shortly after power was restored. The backup battery was able to provide power to the controller during these events. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event was not conclusively determined through this analysis. A corrective action was implemented to reduce the occurrence of a/c power cord becoming disconnected at the back of the mpu. Device history records were not reviewed due to the serial number of the mpu being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted, capturing multiple loss of external power events while connected to the mobile power unit (mpu). The low voltage hazard events seen were the result of slow discharge of the mpu capacitors when they suddenly lose power. The system controller did switch appropriately to the emergency backup battery (ebb) when external power was lost. These events appeared to resolve once external power was completely restored.